Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Additional information: patient demographics provided. Medtronic received information that the reported issue occurred in a one level transforaminal lumbar interbody fusion (tlif). It was noted that the procedure was delayed by twenty minutes due to the reported issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to perform a planned maintenance (pm). The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A manufacturer representative reported that while in a procedure it was not possible to take a 3d spin with the imaging system. It was possible to take 2d images with the system, but when trying to take a 3d spin, the system stopped working. The site attempted to take 2d images again, but the system was unresponsive. The system was rebooted and the issue resolved. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. It was noted that the logs displayed a timeout error. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.